Manufacturer narrative:
The serial number was requested but not provided, therefore the serial number and the UDI number are unknown. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested, but not provided. UDI will be completed in a follow-up report. Approximate age of device ¿ 3 days (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported by vad coordinator that patient suffered an ischemic stroke. Patient was taken for CT of head which revealed an ischemic cerebrovascular accident (cva) and a separate spot of hemorrhagic incident. Patient had left hemiparesis.